Event description:
The facility representative reported an infusion pump with failure code 570 during biomed testing. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 05 2007. Evaluation summary: the reported condition of fail code 570 was not confirmed. This device was evaluated at the customer's facility on 12/14/2006. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.